Event description:
Status post ablation sheaths 3 venous to be pulled. The doctor was unable to pull 3rd sheath. The sheath snapped off left femoral vein site and hemostasis obtained. Fluoroscopy was used to identify the exact location of the catheter and a skin marking was made directly over that. Then a vertical incision was made from the upper portion of the left inguinal ligament down over the femoral triangle. There was a hematoma noted there which was fairly well clotted and there was minimal bleeding. Sharp dissection was carried down very carefully through the subcutaneous fat over the femoral veins. Careful search was made and the sheared off tip of a white catheter was seen, grasped and slowly removed with pressure applied to the area. This measured about 4 inches long and had a kink in the middle. The end appeared totally intact and no further foreign body was found. The catheter was sent to the lab.